Manufacturer narrative:
Patient ID and weight were not provided for reporting. Date of event is unknown. Exact date of implant is unknown. Device is not expected to be returned for manufacturer review/investigation. (B)(4). Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was report that the patient had original surgery sometime in (B)(6) 2017 for treatment of a left femur fracture. Patient was implanted with one (1) cannulated trochanteric fixation nail advanced (tfna), one (1) helical blade and one (1) distal locking screw. On an unknown date post-operative, patient presented with the helical blade implant cutting out of the femur neck bone. On (B)(6) 2017, surgeon removed all implants and revised the patient to a femur plate and screws. It was reported that no fragments were generated during implant removal. Revision surgery was completed successfully with no time delay. Patient was reported in stable condition. Concomitant devices reported: 11 mm/130 mm cannulated trochanteric fixation nail advanced (part# 04.037.142s, lot# unknown, quantity 1). Tfn-advanced screw (part# unknown, lot# unknown, quantity 1). This report is for one (1) tfna helical blade 95 mm. This is report 1 of 1 for (B)(4).